Manufacturer narrative:
(B)(6). Concomitant medical products-humeral screws catalog#:00840009000 lot#:63085696. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2017-05154,0001822565-2017-05155.

Event description:
It is reported that the patient underwent elbow arthroplasty revision procedure approximately fifteen (15) months post-operatively due to loosening. Attempts have been made, and no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned so no product evaluation could be conducted. This device was used for treatment. Device history report was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified root cause was undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Complaint sample was evaluated and the reported event was confirmed. Humeral component along with screws are returned for evaluation. As returned the stem part of the humeral component had bone cement and it was not possible to do dimensional analysis. Dimensions taken are within specifications. One of the threaded holes on the humeral stem has damaged threads, with internal thread damage too severe for accurate dimensional analysis. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.